Manufacturer narrative:
The driver's alarm history was reviewed and revealed one computer malfunction alarm, confirming the customer experience. However, the reported alarm could not be reproduced during investigation testing. The driver passed all functional testing and was subjected to an additional 24-hour observation run in an attempt to observe a possible malfunction, change in performance, or occurrence of a computer malfunction alarm. The driver performed as intended, no alarms sounded and there was no evidence of a device malfunction. The likely root cause of the customer-reported alarm is that during a previous driver checkout (power on) a combination of the removal of external power and a depleted state of the battery backups resulted in a sudden loss of power that manifested itself as a computer malfunction alarm upon the next power cycle. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4824 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a computer malfunction alarm.